Event description:
It was reported that the customer was in the pediatric ward due to diabetic ketoacidosis. Troubleshooting was performed. The insulin pump passed the prime test, but failed the high pressure test twice. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.